Event description:
It was reported to vyaire medical tha the 3100 a ventilator made a noise and immediately stopped working. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite but the unit was working just fine. The fsr attempted to replicate any type of noise that is abnormal for this unit with no problems found or noises heard.ddi (dynamic displacement indicator)calibration was performed as the unit was out of specification.the dc power supply unit was checked and the column filters were cleaned. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.